Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb port was observed to be damaged, and the usb cable was loose inside the port resulting in intermittent issues with charging the pump battery. The customer's blood glucose level was 87 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.